Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported a posterior capsular tear during a laser assisted cataract procedure. After very minimal manipulation of the nucleus and after hydro dissection, the tear occurred. During the first ¿split¿ of the lens, the surgeon reported one sixth of the fragmentation fell back into the vitreous which lead to an anterior vitrectomy. The surgeon felt like the device contributed to the tear and stated he hardly did any manipulation of the lens to that point and surgical consultant remembers seeing the cumulative dissipated energy (cde) initially around 0.44. Additional information has been requested.

Manufacturer narrative:
The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
A system manufacturing device history record (DHR) review was performed prior to product release to ensure that the product was manufactured in compliance with the device master record. Based on the assessment, the product met release criteria. No service record relevant to the reported event was found. No parts or servicing were requested or provided in response to the reported event. However, the system was last serviced prior to the reported event per service record (sr) opened. The system was found to meet all product specifications. The root cause of the reported event is inconclusive. The manufacturer internal reference number is: (B)(4).